Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver displayed errhwrf. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot. The receiver did not turn on. Battery measurements were taken and they failed due to low voltage. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded and evaluated finding errors related to the complaint. The receiver case was opened, the internal inspection failed due to moisture damage. The allegation was confirmed. The root cause could not be determined.